Event description:
Report received from (B)(6) stating that the device was vibrating. The device was being used during surgery, but there were no injuries. It is unk if there was any medical intervention or a delay in surgery. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "vibration" was not confirmed. During service, the device passed the vibration test. However, during service and repair, device failures were found but were not related to the reported event. If add'l info becomes available, a supplemental report will be sent. (B)(4).